Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a clot was noted on the sheath. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was selected and was positioned in the laa. However, the person in charge of administering heparin did not hear the order given. An act of 125 was drawn 10 minutes later, when it came back low that is when they figured out that they had not been given heparin. They saw what they suspected was clot. At the end of the was before they advanced the wds. Several aspirations were performed and 14,000 total units of heparin were administered. The definitive clot was never confirmed. The physician went ahead and implanted the closure device in the appendage. When the patient woke up they were fine and there was no residual effects. No further patient complications were reported and the patient's status is fine.